Event description:
It was reported as part of a clinical study that during a da vinci-assisted right colectomy surgical procedure, the tumor and colon was found to be bulky and the extraction site was enlarged from 12mm to 4.5 cm to extract the specimen. The fascia was closed with a running pds suture. The operative report was provided and there was no evidence or allegation of any intra-operative complications or a malfunction of a da vinci system, instrument, or accessory. The patient noted to have a bulge in her abdomen which became bigger and very noticeable. She was found to have a palpable lump on her previous incision site during evaluation. A computerized tomography (CT) scan was done which confirmed a moderate size fatty hernia in the left anterolateral abdominal body wall, compatible with clinically suspected incisional hernia. The patient underwent an incisional hernia repair. During the hernia repair procedure, she was found to have anterior rectus sheath muscle hernia which was repaired primarily, and a full thickness incarcerated incisional hernia which was repaired with mesh underlay. The patient recovered well from the repair procedure. The patient had a history of benign neoplasm of the colon. Intuitive surgical, inc. (Isi) followed up with initial reporter, a clinical research coordinator (crc) and obtained the following information: the procedure was confirmed to have been completed robotically, and there was no fragments falling or complications that occurred intraoperatively. To her knowledge, there was no malfunction of a da vinci product, but she was not able to confirm. She is unsure if the da vinci system, instruments, or accessories were inspected prior to the procedure. The crc also did not know what the surgeon thinks was the cause of the post-operative complication. The patient is clinically stable and recovering well. Further information has been requested from the site. However, no additional details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication cannot be determined. There is no allegation that a malfunction of an da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: vessel sealer extend and stapler reloads which are single use items. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted right colectomy surgical procedure , the patient was presented with an incisional hernia, which was confirmed by a CT scan and required a repair to be performed. The cause of the patient¿s post-operative complication is unknown. Per the crc, to her knowledge, there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.